Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. Upon follow-up, computed tomography (CT) showed a type 1a endoleak. The physician elected to implant an additional suprarenal aortic extension to seal the leak. Patient is stable.